Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the patient was randomized in the study's group ¿standard strategy¿ and not in the group ¿pico strategy¿. No smith & nephew device was involved in the group ¿standard strategy¿, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that after an ankle arthroplasty on (B)(6) 2019 the patient's incisional wound was being treated with pico but on (B)(6) 2019 the patient was hospitalized because he presented haematoma and severe necrosis with reopening which led to surgical revision.